Event description:
(B)(4). I had severe cramping where birth control was planted. It happens often. But this particular night I could barely move. I wasn't able to go to the ER because I don't have medical insurance.